Event description:
After cessation of bypass, the venous cannula was inspected, and clot was noted in the 22 fr dlp metal right angle cannula used in the svc (superior vena cava). Lowest act (activated clotting time) on pump was 451 sec. There were no drainage issues noted on bypass and the nirs (near-infrared spectroscopy) were stable for the duration. Cvp (central venous pressure) changes on pump were discussed with team and adequate decompression was ensured. Ensure adequate heparinization and drainage of patient during bypass period.